Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead. Troubleshooting and reprogramming was performed on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.